Manufacturer narrative:
The device was returned for analysis. Distal end appeared twisted. Dried body fluid was found on the handle, main shaft, and distal end. Dried saline was found on distal end and inside several irrigation ports. Fiberglass fiber was found between me collar and tip. Tip motion was evaluated against a curve template. The right and left curves failed to reach the specified template area. Both curves were 180 degrees out of plane. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray found a single collapsed guide coil near the distal end, but it did not appear to cause any steering/curve issues. The strain relief was removed to relieve any frictional capture between the inside of the relief and the main body, but the out of plane condition remained unchanged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on device analysis completed on 30may2019. It was reported that the curve on the catheter had numerous issues. During an ablation procedure for premature ventricular contractions (pvc), the physician expressed dissatisfaction with the intellanav mifi open-irrigated catheter. He struggled to maneuver the catheter into position for mapping and ablation stating that the curve reach was inconsistent and insufficient. He also noted that the catheter also steered out of plane. The procedure was completed with this catheter. No patient adverse events were reported. However, device analysis found fiberglass fiber in an mini electrode (me) collar cavity.